Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ medstation 4000: communication to sation not working related to 02333746 case: (B)(4) ¿ medstation 4000 console - 4k3022s1 - s n phone - pcomm stopped a review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device interface was down and the customer stated that due to this issue it was affected patient care. A technical support specialist checked the device and found that query ran in the background caused the database to be locked then closed the query then shut down all applications and the database, then restarted the launcher to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 console interface was down and customer stated that due to this issue it affected patient care. There were no adverse events or injuries reported based on this incident.